Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 5 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. The patient presented to clinic after the lvad system produced low speed advisories and pump off alarms. On (B)(6) 2016, a technical services representative performed a distal end percutaneous lead (driveline) repair. The following day, the vad coordinator reported that the patient continued to have pump stop alarms after the driveline repair. There is a plan to perform a pump exchange; however the date has not been decided. The patient had tripped over the power module patient cable, falling and breaking his hip and will be having orthopedic surgery on (B)(6) 2016.

Manufacturer narrative:
The reference to the patient tripping over the patient cable was reported under medwatch MFR report# 2916596-2016-02402. Device evaluation: the report of low speed events and pump stoppages was confirmed through the evaluation of the submitted system controller log file. The log file captured multiple low speed events and 7 pump stoppages while the system was connected to the power module. Based on the manufacturer's complaint history and similar reported events, the pump stoppages could be the result of a compromised percutaneous lead wire. X-ray images of the internal and external portions of the percutaneous lead (lead) showed an area of potential shield breakdown internally and two areas of potential shield breakdown externally. Approximately 17.5 inches of the external portion/distal end of the percutaneous lead (lead) was replaced on (B)(6) 2016 and returned for evaluation. Continuity testing was performed and all wires in the returned portion of the lead were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Examination of the braided shield and bionate layers revealed multiple areas of shield breakdown, consistent with what was observed during the analysis of the submitted x-ray images; however, examination of the underlying wires revealed no evidence of breaches to the wire insulation or damage to the underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation and the test did not reveal any evidence of current leakage in the insulation of any of the wires that would have resulted in an electrical short. The root cause of the pump stoppages could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and a pump exchange is expected to be performed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.